Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced high blood glucose level 342 mg/dl event on (B)(6) 2026. The patient treated with insulin pens. The event lasted more then four hours. The insertion site was abdomen. No further information available.